Event description:
When the consumer sat down, the bed allegedly went to the floor. Bed was examined by maintenance manager who alleges the hi/low motor stripped gears, casing cracked and shattered. No injury alleged.

Manufacturer narrative:
(B)(4) has been initiated for this issue. Model carroll solo bed, serial number/date (B)(4). It is unknown if the consumer has fully read and understands the user manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumers medical condition, stability and medication regimen are unknown . The consumers age, height and weight are unknown. The consumers technique while using the device is unknown. The maintenance history of the device is unknown.